Event description:
It was reported that during a "ptci" procedure, the stent was advanced to a non-calcified, proximal "lad" lesion, but during placement it was noted that the stent was no longer on the stent delivery system. The stent was found in the distal "lad". Another balloon was used to smash the stent against the side of the vessel. The lesion was then successfully treated with another stent.